Event description:
Complainant alleged that while attempting to cardiovert pt the device displayed a "bridge test failed" message. The device was pulled from svc and brought to the facility's biomedical dept for evaluation. At that time the device displayed a "defib fault 78" message. Complainant indicated that the clinician was able to obtain another device to continue cardioverting the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.